Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.

Event description:
Procedure performed: lap cholecystectomy. Lap cholecystectomy was carried out with use of monopolar energy, clip applier for cystic artery and stapler for cystic duct. During surgery an omental bleeding occurred which was stopped by means of monopolar energy and use of clip applier. Patient was diagnosed and treated for a post surgical abdominal bleeding. Hospital stay was prolonged and patient was discharged once recovered. Type of intervention: monopolar energy and clip applier. Patient status: hospital stay prolonged. Patient recovered.